Event description:
It was reported that during a lobectomy, on 3rd firing which was across the bronchus the echelon misfired and was clamped on the bronchus. The reverse knife blade was utilized to enable device to be opened. Unsure by reporter whether any staples were deployed or whether in fact this was a device lock out. New device opened to complete the case. The case was delayed by 10 minutes and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. D4: batch # 769c47. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and no reload present. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. In addition, corrosion was noted on the motor. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the pcb board to be damaged. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 769c47, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Was the procedure completed successfully? Yes. 2. What blood loss was there? No. 3. Were staples actually fired? No.